Event description:
A report was received that the patient was unable to charge the ipg because of seroma at the pocket site. The physician drained the seroma. The patient was doing well following the procedure and was able to charge the ipg.